Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot f2605002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was removed along with the device. Manual compression was used to achieve hemostasis in less than 30 minutes. There wad no reported patient injury. The device was stored and prepped according to the IFU, the user was trained, and the device was inspected and prepped as stated in the IFU with no abnormalities detected. The device storage temperature was controlled in the storage room. The device was used for a diagnostic left heart catheterization. A non-cordis 6f sheath was used. The device was inserted into a sheath, the balloon was inflated and pulled back, button 1 was depressed, 2 minutes elapsed, the balloon was deflated, and button 2 was pressed. The sealant deployed under the skin, on top of the arteriotomy, upon depressing button 1. The sealant was dislodged from the arteriotomy upon removal of the device according to the instructions for use (IFU) protocol. The sealant did not stick to the device. Button 1 was fully depressed, the balloon was fully deflated, button 2 was fully depressed, and no additional resistance was noted. Access was reported as a good stick with a vessel large enough for mynx closure, and no abnormalities with calcium were noted. The device will not be returned for evaluation.